Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The other promus device is being filed under a separate medwatch MFR number. The reported angina, elevated cardiac enzymes and stenosis are listed in the (B)(4) promus instructions for use as a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that two promus stents were implanted on (B)(6) 2010, a promus 3.5x15mm in the 90 percent stenosed mid right coronary artery and a promus 2.5x23mm in the 90 percent stenosed first diagonal left anterior descending coronary artery. On (B)(6) 2010, the patient was hospitalized with heart failure and treated with medication. The event resolved and the patient was discharged on (B)(6) 2010. On (B)(6) 2011, the patient was hospitalized with aspiration pneumonia, treated with medication. The event resolved and the patient was discharged on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for target lesion restenosis with unstable angina pectoris. Ck-mb was elevated, however, myocardial infarction was ruled out. Medication was given and percutaneous coronary intervention was performed on (B)(6) 2011. There was no subsequent complication and the patient was discharged on (B)(6) 2011. No additional information was provided.

Event description:
On (B)(6) 2010 the patient was hospitalized with heart failure, treated with medication. The event resolved and the patient was discharged on (B)(6) 2011, not on (B)(6) 2010 as previously reported. Subsequent to the initial medwatch report, additional information received indicates the target lesion with restenosis on (B)(6) 2011 was the mid right coronary artery. No additional information was provided.

Manufacturer narrative:
(B)(4).